Event description:
It was reported that revision surgery was performed due to increased metal ion values.

Manufacturer narrative:
A bhr cup (74122152 09gw24343 037) and birmingham resurfacing head (74123144 lot 08jw18893 007) have been received following a hip revision reportedly due to increased metal ion values. Visual analysis identified a wear patch and scratches on the bearing surface of the bhr head. On the bhr cup damage to the bearing surface was observed along with visual evidence of edge wear. Wear analysis was performed to review linear wear on the bearing surface of the bhr femoral head and cup and identified a scratches and wear patch on the bearing surface of the head, along with evidence of edge wear and damage to the cup. Maximum linear wear for the head was 147.6 ¿m & 196.0 ¿m on the cup (343.6 ¿m combined). Based on historic wear data, after 7.6 years in vivo, the measured combined linear wear is higher than the expected wear for a non-edge loaded smith and nephew large diameter metal-on-metal device. The position of wear on the acetabular cup shows that edge loading has occurred. The production records were reviewed for the devices involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the supplied medical documentation was also performed. The patient was obese at implantation and the cranial femoral neck was slightly notched according to the implantation report. The provided MRI and the corresponding report, documents fluid collections at the right abductor brevis muscle two months before the revision. The x-rays and corresponding report a constant implant position with an approximate cup inclination of 49°. The femoral neck-implant junction did not match perfectly at implantation. This mis-match increases before the revision. Two months before the revision, there are multiple distinct and separate radiolucent areas at the femoral neck. On one axial view dated 6 years before the revision, the femoral neck bone impinges eventually with the rim of the cup. According to the revision report, the patient had subjective sensory changes. During the revision a hypertrophic and grayish discolored synovia and pseudotumor changes at the neck were seen. The histopathological report indicates that the analyzed synovial and capsular tissue showed signs of a metal-wear induced synovitis. No clinical or immune-histologic signs of infection were reported. The provided microbiological analysis of biopsies showed no growths of bacteria. The provided reports indicate that 2 months before the revision blood cobalt (73 ¿g/l) and chromium (63 ¿g/l) was high with respect to the reported reference (7 ¿g/l). Two month after the revision the corresponding concentrations were 10 ¿g/l for chromium and cobalt and still elevated. Retrieval analysis indicated that wear was higher than normal and that edge-loading occurred. The reported findings are consistent with a reaction to metal wear. Various factors can contribute to edge-loading, such as impingement, extreme movements or a suboptimal implant position. Based on the provided information, a single reason cannot be determined. Based on this investigation the root cause of the reported revision could not be determined conclusively. However, the position of the wear indicates that edge loading has occurred, which could explain the wear observed. If additional information becomes available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.